Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl. The customer¿s current blood glucose value was 120 mg/dl. The insulin pump was not on auto mode at the time of event. The customer experienced high blood glucose after that they turned off insulin pump and forgot to turn back on which caused blood glucose dropped to 43 mg/dl. The customer advised that it was a user error, not insulin pump caused the issue. The customer declined troubleshooting for high blood glucose value as well as low blood glucose. The insulin pump will not be returned for analysis.